Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer had experienced the same malfunction multiple times but had not reset the pump within the last 24 hours. A replacement pump was sent by technical support, which will include updated software. Customer will continue to use current pump; will rely on alternate method if necessary.